Event description:
"While holding introducer at base, the device launched the catheter through and bent."

Manufacturer narrative:
Proper eval could not be performed due to the product not being returned from customer. Several attempts have been made to obtain additional info without success. Products were pulled from stock to attempt to recreate the difficulty, no difficulty was noted with product. Should additional info be obtained it will be forwarded to FDA.